Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The article reported unspecified opti-free product with the exact brand name unknown. Therefore, opti-free replenish was chosen to be the product reported. Article citation: alice y. Matoba, md, jeff r. Peterson, md, kirk r. Wilhelmus, md, phd ((B)(6), volume 123, number 3, march 2016), "dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative" (B)(4).

Event description:
As reported via a literature article, a (B)(6) woman was referred with a previous mis-diagnosis of possible acanthamoeba keratitis. She had worn daily wear soft contact lenses for 20 years on a daily wear schedule. She had switched from one brand of disinfecting contact lens solution to another brand of disinfecting contact lens solution 4 months before her visit. Two months before her visit, bilateral corneal lesions were noted and previously mis-diagnosed as herpes simplex keratitis and were treated with topical ganciclovir in both eyes. Contact lens wear was discontinued temporarily. The lesions resolved in the left eye, but persisted in the right eye. She reported wearing her contact lenses on occasion during this period. Visual acuity was 20/25 in the right eye and 20/40 in the left eye. The right eye showed a central dendritiform epithelial lesion with mild subepithelial haze. The left eye showed scattered epithelial granular changes. A diagnosis of dendritiform keratopathy associated with the preservative in the disinfecting contact lens solution called polyquaternium-1, was made. The patient was asked to avoid contact lens wear completely, but she declined. She had high myopia and stated that her spectacles did not provide adequate vision. She continued contact lens wear, but changed her contact lenses and lens solution. She continued contact lens wear, using her original brand disinfecting contact lens solution. One month later, the dendritiform lesion had resolved. There was no recurrence at the 9-month follow-up. It was noted that this was a bilateral disease. Duration of exposure to the solution was 4 months. The total time to resolution was 6 weeks. The purpose of the literature article was to describe patients who presented with dendritiform keratopathy associated with exposure to polyquaternium-1, a common preservative found in contact lens solutions and tear replacement products. It was noted in the report that ophthalmic products containing polyquaternium-1 may cause dendritiform keratopathy that may be confused with infections of the superficial cornea, such as (B)(6) or acanthamoeba keratitis.

Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).